Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that these types of events can occur. Under possible adverse effects, number 1 states, "material sensitivity reactions," and, "particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid." Number 10 states, "fretting and crevice corrosion may occur at interfaces between components." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Not returned by attorney.

Event description:
Legal counsel for patient reported patient's left hip was revised approximately 6 years post-implantation. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Medical records received confirm the patient's left hip was revised approximately 6 years post-implantation due to adverse local tissue reaction (altr). The operative report indicates the presence of cloudy fluid and discolored tissue within the joint, destruction of the gluteus minimus and black film on the trunnion. The operative report further notes the femoral head was replaced with a ceramic head and an active articulation bearing was implanted.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch. Concomitant products: biomet m2a 38 acetabular cup catalog#: 15-106050 lot#: 129350. Biomet taperloc femoral stem catalog#: 103204 lot#: 691960.